Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and flattened. No leaks were observed. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose above 13.9 mmol/l (<250 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. As treatment, a new pod was applied.